Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of cmplnt-000974560. The cause was determined to be a damaged pole clamp assembly. To correct the condition, this component was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation, a colleague infusion pump failed an exterior inspection due to a broken pole clamp. This had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a remediated colleague infusion pump with user interface module master software version 5.09.90.?? No additional information is available.